Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during perforation of the membrane, the surgeon lost the clip. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
Additional information received from the account: the surgeon lost a clip in the port. A device component fell into the patient's cavity but was retrieved. The patient had bleeding but without any adverse consequences. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Patient status is ok. The procedure was a cholecystectomy by laparo.